Manufacturer narrative:
Failure analysis noted that the pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no check setting alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a motor error, and motor position encoder error. Blood glucose at the time of incident was 79 mg/dl. The customer states having a motor error alarm. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting checked the alarm history and noted a motor position encoder error alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.